Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that spy ds controller was prepared for use in an endoscopic retrograde cholangiopancreatopography (ercp) procedure in the bile duct for the treatment of bile duct stone removal on (B)(6) 2024. It was reported that, prior to the procedure, it was noted that the hookup connection with spyscope ds ii was worn out. The procedure was not completed due to this event. There were no reported patient complications as a result of this event